Event description:
It was reported that during a port placement procedure, the introducer needle allegedly fractured inside the patient body. It was further reported that it broke off by about four centimeters. Additionally, the removal of the introducer needle from the body increased the wound size by about four to five centimeters. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one x-ray image was provided for review. The photo shows an introducer needle held in hand and the tip was noted to be broke and blunt. The x-ray image depicts a bent segment of needle retained in the right sub clavicular region. Therefore, the investigation is confirmed for the reported fracture and material separation issues as the needle segment was separated from the introducer needle. The definitive root cause could not be determined, based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the introducer needle allegedly fractured inside the patient body. It was further reported that it broke off by about four centimeters. Additionally, the removal of the introducer needle from the body increased the wound size by about four to five centimeters. The current status of the patient is unknown.